Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for four days due to the insulin pump failing. Blood glucose level at the time of the incident was 1195 mg/dl. The customer stated that paramedics were called and he was taken to the hospital in a stated of diabetic ketoacidosis. Blood glucose level at the time of the call was 202 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.